Event description:
This report is to advice of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure (event) observed during analysis. Analysis found insulation abrasion possibly caused by friction to another device. No abrasions were found on the rv or is-1 proximal cables. The electrical characteristics of the lead were found to be normal.